Event description:
Paramedic responded to 79 yr old female, who was in fibrillation upon arrival. Pt has extensive history of heart condition, is diabetic, and asthmatic. User alleges device displayed "pt not connected message" when pt was connected to the pads. Device was power cycled, with no effect. Drugs were administered and CPR performed. Pt was transported to hosp and later expired. Customer stated based on pt's age, medical history, and the time to arrival at site, the device did not cause or contribute to the outcome of the event. Service rep was unable to duplicate reported condition.